Event description:
New information received notes that the device was explanted and replaced. Patient was stable prior to, during, and after the procedure.

Event description:
It was reported during an in clinic follow up that the right ventricular lead had exhibited oversensing due to noise. The lead remains implanted. The patient was asymptomatic and stable.